Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she wanted to check her insulin pump to make sure everything was working. Customer was recently hospitalized with blood glucose of over 500+ mg/dl. Troubleshooting was done for high and low blood glucose and pump appeared to be working as designed. Customer will call back to perform the high pressure test. Customer was advised to monitor the pump and follow up with her doctor regarding high blood glucose and pump settings.